Manufacturer narrative:
E1. Initial reporter phone: (B)(6). The picture investigation details. A picture was received for evaluation following johnson & johnson medtech's procedures. According to the picture provided by the customer, the catheter tip was observed and no flow was observed through the irrigation hole. In the other hand, the picture does not provide enough evidence that flushing is being performed; therefore, was not possible to confirm the irrigation issue. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint condition were identified. The customer complaint was not confirmed based on the picture received. The device has not been returned for analysis and a root cause is unable to be assigned based on the current evidence. If the device is received in the future, the product investigation will be performed and updated accordingly, and any action will be taken if necessary. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6. Investigation findings code of ¿appropriate term/code not available¿ represents the photo analysis. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a pentaray nav catheter and observed an occlusion/no irrigation (during use on patient) issue. Occlusion/ no irrigation. During the procedure, the device (including port, luer hub) was not irrigating. A second device was used to complete the procedure. There was no adverse event reported on the patient. Additional information was received on 14-oct-2025 which indicated that the device is not available to return due to the infectious (contagious) disease the patient had before the surgery. Additional information was received on 15-oct-2025. The issue was noted during use on the patient. Pump not used. Saltwater pressure bag used. The occlusion/no irrigation issue was originally considered non-reportable, however, bwi became aware on 15-oct-2025 that this issue was noted during use on the patient and have reassessed the event as reportable. The awareness date for this record is 15-oct-2025.